Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully reloaded the cartridge to address the event. The customer¿s blood glucose (bg) was "high" although specific value not provided. Customer addressed bg level via correction injection via manual insulin injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.